Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope forceps adjustment is malfunctioning. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the acoustic lens was peeled, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps had an insufficient angle. The forceps raising angle was repaired. Upon further inspection, it was observed that the acoustic lens was peeling due to physical or chemical stress. It was also observed that the adhesive of the ultrasound probe was detached. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was also observed that the play of the up and down knob was out of standard value due to wear of the angle wire. It was observed that the adhesive of your bending section cover had a crack. It was also observed that the protector of the universal cord on the scope connector side had a scratch due to physical stress or handling. It was observed that the paint on the air and water cylinder was peeled due to handling. It was also observed that the objective lens had a crack due to mishandling. Lastly, a scratch was observed on switch 1, objective lens and on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the specular lens was peeled off. The event most likely occurred due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.